Manufacturer narrative:
An event regarding wear (blue fibers) involving a scorpio trial was reported. The event was confirmed. Device evaluation and results: the device was not returned but photos were provided. A visual inspection noted that the device was in used condition. Some blue fibers were observed on the device. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the reported event for wear (blue fibers) was confirmed as per the visual inspection which noted that some blue fibers were observed on the device. The root cause could not be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Implanted a scorpio after confirming with an insert trial. After the procedure, it was confirmed some blue fibers were found during cleaning. About 6 pieces were confirmed by fragments of the insert trial. It is unknown whether fragments remained within the body.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Implanted a scopio after confirming with an insert trial. After the procedure, it was confirmed some blue fibers were found during cleaning. About 6 pieces were confirmed by fragments of the insert trial. It is unknown whether fragments remained within the body.